Manufacturer narrative:
(B)(4). Epithelial ingrowth with corneal melt. At the time of this report equipment evaluation has not been completed. When the equipment evaluation is completed a supplemental report will be submitted. Evaluation: at the time of this report equipment evaluation has not been completed. When the equipment evaluation is completed a supplemental report will be submitted.

Event description:
Affiliate noted 'oil droplets' in interface at 1 week visit od. At 1 month similar report with no effects on va. At 3 mo visit va affected and peripheral area enlarged beginning to affect visual axis. Optometrist brought pt to center when receiving this report to observing epi-ingrowth migrating to center with some corneal melt. Vasc 20/40 bcva 10/25 scheduled lift and scrape immediately. Epithelium removal (B)(6) 2011. Post op - 1 week (B)(6) 2011 vasc 20/20+1 od returned pt to affiliate to continued care.